Event description:
When the physician tried to deploy the stent, he found contrast leaking from the hub. The patient is a male. The target lesion was the left anterior descending (lad) artery. The product looked normal when it was taken from its packaging. The product was properly inspected and prepped. No anomalies were seen. There was no excessive force used to tighten the inflation device onto the hub of the catheter. The defect was not noticed until the pressure was applied to the catheter. When the leakage was noticed, the stent delivery system was removed from the patient, and another stent was used to successfully complete the procedure. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.